Event description:
It was reported that the customer experienced high blood glucose levels and felt that it was due to the pump settings. The customer declined troubleshooting by tandem technical support. The customer will be meeting with the health care provider to address the settings.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.